Manufacturer narrative:
The reported field event of backup vvi mode was not confirmed in the laboratory. The device image was reviewed and was found to be corrupt. The device was tested on the bench as well as using automated test equipment and no anomalies were found. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can which is possible to have resulted in the device entering backup vvi mode.

Event description:
It was reported that after the patient received appropriate therapy for vf, a vibratory alarm went off and the patient presented to the hospital. At the hospital, a second vf episode occurred, but the device did not deliver therapy. The patient was externally defibrillated. Device interrogation revealed backup vvi mode. A device download was performed, however, the physician elected to explant the device. The patient condition was normal after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported backup vvi was confirmed and was found to have been resolved in the field. The device image was corrupted and could not be reviewed. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the backup vvi could not be determined.